Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2 and noticed power cord was not working. Humidifier was getting hot. Patient turned down the settings and unit still got hot. The device was not returned. If additional information is received a follow up report will be submitted.